Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. Performed a visual inspection on the returned adc usb/charging cable and no issues were observed. No opens or shorts were observed, and adc usb/charging cable passed testing. Performed a visual inspection on the returned adaptor and no issues were observed. The power adaptor passed testing and current voltage measured to be within specification. The reader was sent for further investigation and de-cased. Performed internal visual inspection on the de-cased reader; no issues were observed. The returned battery voltage was measured to be within specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. The returned battery voltage was measured to be outside of specification. Replaced returned battery with new unused battery, reader does not turn on. Applied pressure to microcontroller processor (mcp); observed returned reader powered on. Therefore, this issue is confirmed to poor soldering of mcp. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button. As a result, the customer was unable to monitor their glucose and experienced tremors, convulsions, and headaches. The customer was given glucagon injection for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device would not power on with button. As a result, the customer was unable to monitor their glucose and experienced tremors, convulsions, and headaches. The customer was given glucagon injection for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.